Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that this lead, that was implanted in 2010, showed oversensing. No adverse patient side effects were reported. The lead was not returned. There is no indication that any revision was done and the event date was not provided.

Manufacturer narrative:
It was reported that on (B)(6) 2018, the patient arrived at the hospital saying that he'd received several shocks. A followup showed that the shocks were delivered due to noise in the ventricular sensing channel. This lead was capped. 11/28/18 - a proximal part of the lead was cut off, the lead was capped and replaced on august 30, 2018. Updated analysis received. Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported oversensing. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
It was reported that on (B)(6) 2018, the patient arrived at the hospital saying that he'd received several shocks. A followup showed that the shocks were delivered due to noise in the ventricular sensing channel. This lead was capped. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts on the farfield as well as on the right ventricular channel which led to oversensing with shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that this lead, that was implanted in 2010, showed oversensing. No adverse patient side effects were reported. The lead was not returned. There is no indication that any revision was done and the event date was not provided.